Manufacturer narrative:
Method code: 4111 should have been included. Device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implanted: unk. Explanted: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +26.5 diopter, ripped and the lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.